Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7433740.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. Surgical intervention may be undertaken at a later date to address the issue. Investigation was unable to determine which lead attributed to this issue.

Manufacturer narrative:
A4 correction: the patient's weight was updated.

Event description:
Additional information was received that the entire system was explanted on (B)(6) 2024 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.